Event description:
It was reported that approximately 2 years and 3 months following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed the valve failed due to possible endocarditis with severe aortic stenosis (as) and aortic insufficiency. Additionally, thrombus/pannus on the valve frame was observed. Additional information was received indicating that the endocarditis was confirmed. Per the physician, the aortic stenosis and central moderate to severe aortic insufficiency was caused by the endocarditis. Vegetation was present on the echocardiogram. Of note, the patient had no factors that would predispose them to endocarditis. No treatment was performed.

Manufacturer narrative:
Updated data: b2. B5. Added second paragraph. H1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 2 years and 3 months following the implant of a transcatheter valve, a computed tomography (CT) scan was performed that revealed the valve failed due to possible endocarditis with severe aortic stenosis (as) and aortic insufficiency. Additionally, thrombus/pannus on the valve frame was observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.